Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. A specific cause for the reported pump-pocket infection could not be conclusively determined. Examination of the inlet elbow revealed a non-laminated deposition situated on the textured blood-contacting surface. The deposition appeared to be consistent with collapsed lining that developed in this area. Similar structured depositions were found on the body of the rotor and in the lumen of the graft attachment. The depositions appeared to have developed due to poor surface washing, caused by a low flow event or an interruption in flow through the pump. Upon disassembly of the returned pump, examination of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origin and a duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition appeared to have areas of denaturing and the contact on the outlet bearing cup and the outlet cone section of the rotor, suggest that the deposition was present while the pump was supporting the patient. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation.. Approximate age of device ¿ 1 year and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient became bacteremic from a pump pocket and sternal wound infection. Dates and treatment rendered were not provided. As the patient had ventricular recovery, the pump was explanted on (B)(6) 2015.